Event description:
During a retroactive review of past treatment events for potential adverse events as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data from a (B)(6) year old male patient alerted zoll customer support that the patient was treated at 01:07:37 on (B)(6) 2014. The patient was at home and asleep at the time of the treatment. The patient's son was at home with the patient and stated that the patient was awakened by the treatment and pressed the response buttons. The rhythm at the time of the treatment was sinus rhythm at 83 bpm with tall t waves. Multiple counting contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed intermittently after the treatment was delivered. The patient will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continues to wear the lifevest. Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Monitor sn: (B)(4)- reuse. Electrode belt sn: (B)(4) - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.